Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties could not be confirmed due to the condition of the returned product. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints.the investigation determined that the reported difficulties were likely due to case related circumstances. Based on the reported information and returned analysis, it appears that the filter did not fully collapse back into the retrieval catheter during removal. It may be possible that the filtration element had a full embolic load preventing the filter from collapsing into the retrieval catheter. As a result, the emboli were released from the filter and migrating distally resulting in thrombosis. The reported patient effects of embolism and thrombosis are listed in the emboshield nav 6 instruction for use as know potential adverse effects associated with the use of embolic protection systems. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 2017 was removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery (sfa) with heavy calcification, restenosis and chronic total occlusion. It was noted multiple self-expandable stents previously implanted in the sfa. A large emboshield nav 6 embolic protective system (eps) was deployed in the popliteal prior to a planned atherectomy. Reportedly, the bare wire for the emboshield was not used as indicated, and a different barewire was used instead. After the atherectomy, an attempt was made to aspirate the calcium from the filter. The retrieval catheter was advanced to remove the filter while leaving the bare wire in place. The filter was collapsed into the catheter. However, during removal it was noted that the filter was not in the retrieval catheter. Therefore, the retrieval catheter was removed, and an unspecified balloon was inserted into an unspecified sheath, but resistance was felt. The balloon with the sheath and the bare wire were removed as a single unit. Then the filter came back with the barewire, but the emboli from the nav 6 migrated distally, resulting in thrombosis which was treated with a thrombectomy device and an aspiration catheter. This caused a clinically significant delay in the procedure. Medication was administered and the patient remained hospitalized. No additional information was provided.